Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the superior end of the filter is at the l1-l2 interspace and the filter is tilted posteriorly at the inferior end and contacts the inferior vena cava (ivc) wall. All the struts of the ivc filter perforate the ivc up to 9mm and one anterior strut perforates the ivc wall and contacts the small bowel. One lateral strut perforates the ivc wall and contacts the small bowel. One medial strut perforates the ivc wall and contacts the aorta. One posterior strut perforates the ivc wall and contacts the right psoas muscle. All the visualized lateral struts are fractured and disrupted. There is minimal integrity of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported a patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused the superior end of the filter is at the l1-l2 interspace and the filter is tilted posteriorly at the inferior end and contacts the inferior vena cava (ivc) wall. All the struts of the ivc filter perforate the ivc up to 9mm and one anterior strut perforates the ivc wall and contacts the small bowel. One lateral strut perforates the ivc wall and contacts the small bowel. One medial strut perforates the ivc wall and contacts the aorta. One posterior strut perforates the ivc wall and contacts the right psoas muscle. All the visualized lateral struts are fractured and disrupted. There is minimal integrity of the ivc filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc wall perforation may impact adjacent organs. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
Computed tomography (CT) scan done approximately ten years after the index procedure was re-evaluated sixteen years after the index procedure. The superior end of the cordis trapease inferior vena cava (ivc) filter was at the l1-l2 interspace. The ivc filter was not tilted at the superior end. The ivc filter was tilted posteriorly at the inferior end and it contacted the ivc wall. All struts of the ivc filter perforate the ivc up to 9mm. One (1) anterior strut perforates the ivc wall and contacts the small bowel. One (1) lateral strut perforates the ivc wall and contacts the small bowel. One (1) medial strut perforates the ivc wall and contacts the aorta. One (1) posterior strut perforates the ivc wall and contacts the right psoas muscle. All the visualized lateral struts are fractured and disrupted. There was minimal integrity of the ivc filter. No hemorrhage was seen. No thrombus was seen within the ivc. Computed tomography (CT) scan done approximately fourteen years after the index procedure was re-evaluated sixteen years after the index procedure. Those results were compared to the previous scans and were found to have the same results. Both of these studies were compared with lumbar spine plain film performed three and four years after the index procedure. The lumbar film revealed the presence of the trapease filter at the l2-l3 level. Multiple inferior strut fractures were identified. Additional information received per the patient profile form (ppf) states that the patient experienced fracture, inferior vena cava (ivc) perforation, organ perforation and filter tilt. All the visualized lateral struts are fractured and disrupted. The patient became aware of the reported events approximately sixteen years after the index procedure. The patent continues to experience fear and worry related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, g2, g3, g6, h1, h2 and h6. As reported a patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused the superior end of the filter is at the l1-l2 interspace and the filter is tilted posteriorly at the inferior end and contacts the inferior vena cava (ivc) wall. All the struts of the ivc filter perforate the ivc up to 9mm and one anterior strut perforates the ivc wall and contacts the small bowel. One lateral strut perforates the ivc wall and contacts the small bowel. One medial strut perforates the ivc wall and contacts the aorta. One posterior strut perforates the ivc wall and contacts the right psoas muscle. All the visualized lateral struts are fractured and disrupted. There is minimal integrity of the ivc filter. These are the results of a computed tomography (CT) scan done approximately ten years post implant and re-evaluated sixteen years post implant. Another CT scan performed approximately fourteen years post implant and re-evaluated sixteen years post implant and compared to previous scans noted the same results. The studies were compared with lumbar spine plain film performed three- and four-years post implant and noted the presence of the trapease filter at the l2-l3 level and multiple inferior strut fractures. The patient reported becoming aware of the events in addition to organ perforation approximately sixteen years post implant. The patent also reported fear and worry related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc wall perforation may impact adjacent organs. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.